Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient had undergone bilateral removal and then bilateral replacement with the following devices on (B)(6) 2020: (left) 385cc mentor memorygel breast implant catalog: 3507385mc lot: 9472459 sn: (B)(6), and (right) 385cc mentor memorygel breast implant catalog: 3507385mc lot: 9472459 sn: (B)(6). Mentor also became aware that the implant devices were not deflated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a female patient, who underwent breast prosthesis implantation surgery with two 325cc mentor smooth round moderate profile saline breast prostheses, suffered post-operative bilateral breast capsular contractures (baker grade unknown) and possible breast implants leaking. The complication were diagnosed via physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.